Event description:
The customer reported to olympus, the tracheal intubation fiberscope had air/water leakage. Upon inspection of the customers returned device it was observed, the coat of the image guide (ig) coil was peeling off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to a cut on connecting tube, water tightness was lost, due to a crack on control unit, water tightness was lost, due to damage on the image guide (ig) bundle, the image had a stain, the up/down (ud) plate had a scratch, the angulation lever had a scratch, the venting connector under grip was shaved, the grip had a scratch, the standard-cover had a scratch, the indication on the light guide connector was unclear, the diopter ring had discoloration and was scratched, the eyepiece had a scratch, the control unit had discoloration, the control unit had a scratch, the light guide (lg) lens had discoloration, the adhesive around the objective lens had corrosion, due to wear of angle wire, bending angle in up direction did not meet the standard value, the connecting tube had a dent, and the adhesive on the bending section cover (a-rubber) had a chip. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image guild coat peeling was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.